Manufacturer narrative:
During inspection and testing, in addition to the foreign material, service found the scope connector cover demonstrated corrosion, and an air leak was observed due to a broken scope cover. The electrical insulation resistance was out of specification. The rubber glue in the bending section was separated. The protective grip on the body control unit was discolored. The biopsy port was damaged. The air/water cylinder and suction cylinder were discolored. The control switch box demonstrated scratches and wear. The angulation system was out of specification due to wear and the coil pipe plate was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Date rec¿d by MFR: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.